Event description:
It was reported a jpfna was used for a femoral trochanteric fracture case. The surgeon reported that the blade did not lock although it was attached to the insertion handle properly. He used a hollow screwdriver and tried again, but it did not work also. The surgeon decided to keep the remaining blade unlocked and finish the operation. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient's age (B)(6). The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID/initial and weight are unknown. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary & mia was performed. The investigation of the complaint articles has shown that: 04.027.050s was returned and forwarded to manufacturing plant for investigation: the product was returned in a packaging different from the original packaging. The laser etching was readable. The blade shows strong abrasion. The DHR review was performed for the affected lot, of the end product and also for its components, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. A function test was carried out with the result passed. The blade is mountable and demountable, according to specification. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. The proximal femoral nail antirotation (pfna-ii) design and clinical risk management (dcrm) document was reviewed and found to not adequately address the harm of this complaint condition. Where the hazard is "instability of fracture due to unlocked blade" under the function "locking of pfna-ii blade/removal of inserter" the risk assessment will be examined and updated if necessary. Since the material was coming back an additional surgery was performed. But no information was provided by the hospital if a revision surgery or a planned removal surgery was performed. For this reason, no second complaint will be created. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Results and conclusion corrected the product was not returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the incident resulted in additional limited weight-bearing time be added to the patients postoperative instructions, it is unknown how long the additional time was. An image reading of the 4 x-rays was conducted by an associate medical director, from this manufacturer. The following was provided: from the information provided, I can confirm it is a proximal femur fracture with cephalomedullary nail fixation.